Manufacturer narrative:
An isi has received the fenestrated bipolar forceps instrument associated with this complaint and completed the investigation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the thermal damage between grips to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 420205-16/lot number k11220418-075) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following: it was alleged that the fenestrated bipolar forceps instrument arced and exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had thermal damage on the plastic near the tip. There were no reports of patient injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and had no damage found. The instrument was attached to the electrosurgical unit (iesu/ erbe) that comes with the da vinci xi system. The fenestrated bipolar forceps instrument arced while being used. There was no patient injury. The damage to the instrument occurred when and where it arced.